Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory was due to a power-on reset (por). The device was tested on the bench and the por occurred during capacitor maintenance charge. The cause of the por could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving an alert. After interrogating the device, unexpected power-on reset was observed. Appropriate charging was present at the time of the backup and no known interference was present. The device was explanted and replaced. The patient's condition is stable.